Event description:
It was reported that the home patient (hp) had a system error 2267 on the homechoice (hc) during dwell four of seven, while the hp was connected. The registered nurse (rn) stated that there was an open clamp left on an unused supply line during therapy. The technical service representative (tsr) explained the meaning of the alarm. The tsr had the rn close the clamps, disconnect the patient and cycle the power in order to clear the alarm. The rn was later going to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for system error 2267, where the registered nurse (rn) noticed that there was an open clamp left on an unused supply line during the therapy. Use errors and proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.